Manufacturer narrative:
(B)(4). Open handle seam and washer uncut one instrument arrived with the handles opened by the seam. The breakaway washer was uncut and the device was void of staples, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. No functional test was performed due to the condition of the device. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face; therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The damage observed to the handles is consistent when an excessive force to fire is used when fired over thicker tissue than indicated and as a result, the staple formation may be non-conforming. Ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the instrument. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a prolapsectomy according to longo procedure, the surgeon placed the cad and the device. When he tried to fire the stapler, the firing handle went up only by about one third of its stroke, and some resistance was felt. Both the adjusting knob and the "shell" on the handle of the device became out-of-axis. Then the cad and the stapler were removed. The mucosa showed signs of compression trauma. There were no staples on the tissue, but some staples were partially ejected from the anvil. The surgeon decided to change the type of surgery, from longo to milligan-morgan. There were no adverse consequences for the patient.